Manufacturer narrative:
The depuy mitek sales reps' follow up contact with the surgeon was able to determine at first the surgeon tried to treat the pt with IV antibiotics before removing the both depuy mitek two (2) versaloks and the competitor's devices. The versalok devices are not available for eval and the cultures results are not available for this report. The pt is reportedly doing fine since the removal of the devices. A review of the depuy mitek complaints did not reveal any other complaints for this lot number. Although it is being reported the pt is doing fine. We do not know what impact, if any, this will have on the pt in the future and because of this uncertainty that this report is being filed to document this event. Depuy mitek will continue to track any related complaints.

Event description:
A depuy mitek sales rep is reporting that a surgeon reported to him a pt returned approx 3 weeks after the original surgery in 2007, with an infection in the shoulder after having two (2) versalok anchors implanted.